Event description:
It was reported that the mobile power unit (mpu) had battery acid spilled inside the battery holder.

Manufacturer narrative:
G3: the PMA number provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the batteries leaking acid inside the battery compartment was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: mpu-24458). The returned unit was evaluated at european distribution center (edc) revealing that an aa battery leaked acid inside the battery compartment. The leaked acid was observed to be covering the battery contacts, red battery strap and the latch of the battery compartment. It was noted that the unit was functioning as intended and that the aa batteries and parts covered by the leaked acid were replaced. The mpu was then functionally tested and passed without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2017. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.